Manufacturer narrative:
Not in manufacturing mode. Unit passed displacement test, rewind, basic occlusion, occlusion test, prime/seating test and force sensor test. No prime anomalies, rewind anomalies or insulin flow blocked alarm noted during testing. Unit functioning properly. Unit was received with minor scratched lcd window, scratched case, broken belt clip rails and cracked retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received an insulin flow blocked alarm. The customer's blood glucose was 293 md/dl at the time of incident. The customer stated that the insulin pump stopped rewinding. The customer then stated they received a insulin flow blocked after it kept looping. The customer was assisted through troubleshooting. The customer states they are unable to exit the "load reservoir" process. The customer was advised that the pump will need to be replaced and to discontinue use of the pump and revert to back up plan per healthcare professional's instructions. The device was returned for analysis.